Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 3.5x33mm xience sierra stent broke. A non-abbott stent was used to complete the procedure. There was no adverse patient effect or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed; however, stent damage (stretched, bent, and lifted struts) was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break as the device was returned and a stent break was not identified. There was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Factors contributing to a stent fracture/break include, but are not limited to, interaction with accessory devices, over expansion of the stent, inadvertent mishandling or anatomy characteristics. Although the reported stent break was not confirmed, it is likely the account was referring to the noted stent damage (stretched, bent, and lifted struts). There is no indication of a product quality issue with respect to manufacture, design or labeling.